Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used during the procedure. It was reported to boston scientific corporation that two capio opc, packaged devices were used during a sacrospinous fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, for the first device (MFR report #3005099803-2018-60246), the dart got stuck in the capio cage ("grate") of the device and the suture broke off from the dart. They opened a second device (MFR report #3005099803-2018-60247) but the dart also detached from the suture and was left inside the patient. The procedure was completed with another opc, packaged device. There were no adverse patient effects as a result of this event. The patient's condition after the procedure was reported to be fine.